Event description:
A dentist reported that two ossix plus membranes appeared smaller than specified on the labelling. According to the dentist, 1st item measured 29 x 34 mm and 2nd item measured 29 x 35 mm, while specified as 30 x 40 mm. The measurements were taken on dry, prior to hydration, membranes. Two hufriedy unc 15 periodontal probes were used to measure the membranes. The dentist did not use these two membranes and used a third membrane instead. The patient anesthesia time was extended. The product's IFU instructs that ossix plus should be immersed for 30 seconds in sterile saline, to allow for its expansion to its final dimensions (15x25 mm, 25x30 mm, 30x40 mm).